Event description:
Customer returned the device for evaluation and repair of damaged angle lever issue occurring during preparation for use. There is no patient involvement, and no harm to any patient or healthcare professional. The intended procedure was completed successfully without delay with no impact on the patient. Facility performs inspections of the device prior to procedures. Upon evaluation of the returned device, it was observed that the connecting tube has coating peeling for an area of 1 millimeter square or more. This is attributed to deterioration. This medwatch is being submitted for the reportable issue of presence of foreign material clogging the device nozzle as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. Due diligence was performed for this event. Customer provided available information. Cleaning and disinfection at the facility is performed in oer-4. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the connecting tube has coating peeling for an area of 1 millimeter square or more. This is attributed to deterioration. Other observations for the device: angulation lever has a crack; angulation lever does not move smoothly and abnormal sound is made due to damage on angulation lever; distal end rubber coating (a-rubber) has slack; due to damage on channel tube, forceps cannot be inserted smoothly; connecting tube has dent; image guide bundle has stain and significant breakages; electrical connector has discoloration due to water leakage; due to wear of angle wire, bending angle in up direction does not meet the standard value; universal cord has a dent; and control unit, switch box, a-rubber, connecting tube, protector of universal cord, up/down plate has a scratch, grip, image guide protector have a scratch. The user¿s complaint of damaged angle lever was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling of the device. The event can be prevented by following the instructions for use (IFU) which state: ¿chapter 3 preparation and inspection ¿3.2 inspection of the endoscope". [Inspection of endoscope] 5. Cracks, dents, bulges, edges, scratches, holes, protruding metal wires from the inside, projections, slacks, deformation, bending, floating resin, peeling, peeling, etc. Visually confirm that there are no abnormalities such as adhesion of foreign matter or falling off of parts. 6. Grasp the insertion tube lightly with your hand, slide it in both directions along its entire length, and check with your hand that there is no catching on the entire circumference. Also check that the insertion site is not unusually hard. Olympus will continue to monitor field performance for this device.